Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> part # 310.25. Synthes lot # u346733. A DHR file could not be reviewed as it has not yet been scanned into tungsten as of 27 jan 2020, but jde confirmed that the lot was released for sale 25 sep 2019 if a DHR file becomes available in the future, the review (of the DHR) will be revisited. A search in mdd non-conformance module confirmed that no non-conformance occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during an unknown surgery that the tip of a drill bit broke off. The broken tip was left in the patient's bone. No attempt was made by the surgeon to remove the broken tip due to it was not accessible. A backup drill bit was used. The surgery was completed successfully with no harm to the patient. This complaint involves one (1) device. This 1 of 1 report for (B)(4).